Event description:
The customer reported that the canopy has zipper damage to one of the panels, but they couldn't specify what type of damage it was. There was no pt injury reported. Inspection of the product by posey shows that the panel side b zipper slider body is open and the window has a 1 inch rip in the netting.

Manufacturer narrative:
(B) (4). Zipper damage. Results: evaluation of the returned product shows that the panel side b zipper slider body is open. Window side b has a 1 inch rip in the netting. (B) (4).